Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was hard to read. The customer¿s blood glucose level was unknown. The insulin pump rejected new battery and had slower rewind. The customer stated that the alert was not as loud as they used to be. The insulin pump setting lost after battery change and backlight was not working. The insulin pump will be returned for analysis.